Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. Device manufacturing date is unavailable. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the event log showed an intermittent history of the illuminator current being out of range. It was reported that the psu passed aak accuracy testing the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the positioning sensor unit (psu) and polaris spectra system control unit (scu) were not operating as designed. There was no patient present when this issue was identified. No additional information was provided.